Event description:
Same case as MFR# 2134265-2012-04404. It was reported that during a stenting treatment procedure the balloon failed to deflate. A taxus liberte stent was successfully implanted in a bifurcation with no issues noted. A non bsc guide wire was advanced to the lesion and then the physician attempted to advance a second taxus liberte stent delivery system (sds). However, while trying to advance the sds, the struts of the first implanted stent became entangled in the stent delivery balloon of the second stent. It was noted that the stent delivery balloon of the second stent had been inflated and was unable to be completely deflated. The implanted taxus liberte stent became 'displaced' and the stent along with the second taxus liberte sds were removed from the patient. The procedure was successfully completed with two new taxus liberte stents. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).